Manufacturer narrative:
This is 1of 4 reports. The subject device is not available.

Event description:
A retrospective review of a prospectively maintained clinical database at a single, high volume, teaching hospital was performed from (B)(6) 2011 to (B)(6) 2015. The purpose of the study was to evaluate the initial safety and efficacy of treating small ias using only target ultra-soft coils. A total of 50 patients with 50 intracranial aneurysms were included. Subarachnoid hemorrhage from index aneurysm rupture was the indication for treatment in 23 of 50 (46%) cases, and prior subarachnoid hemorrhage (sah) from another aneurysm was the indication for treatment in eight of 50 (16%) cases. The complete aneurysm occlusion rate was 70% (35/50), the minimal residual aneurysm rate was 14% (7/50), and residual aneurysm rate was 16% (8/50). One of the intraoperative aneurysm rupture resulted in an anteromedial frontal lobe intraparenchymal hemorrhage during coiling of a small ruptured anterior communicating artery aneurysm. This did not result in a new neurological deficit, and the patient recovered without any significant disability.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. The subject device is not available; therefore, physical as well as a functional evaluation could not be performed. However, aneurysm burst and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
A retrospective review of a prospectively maintained clinical database at a single, high volume, teaching hospital was performed from september 2011 to may 2015. The purpose of the study was to evaluate the initial safety and efficacy of treating small ias using only target ultra-soft coils. A total of 50 patients with 50 intracranial aneurysms were included. Subarachnoid hemorrhage from index aneurysm rupture was the indication for treatment in 23 of 50 (46%) cases, and prior subarachnoid hemorrhage (sah) from another aneurysm was the indication for treatment in eight of 50 (16%) cases. The complete aneurysm occlusion rate was 70% (35/50), the minimal residual aneurysm rate was 14% (7/50), and residual aneurysm rate was 16% (8/50). One of the intraoperative aneurysm rupture resulted in an anteromedial frontal lobe intraparenchymal hemorrhage during coiling of a small ruptured anterior communicating artery aneurysm. This did not result in a new neurological deficit, and the patient recovered without any significant disability.